Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent cystoscopy with hydrodistention on (B)(6) 2012 due to pelvic pain, urinary urgency, frequency. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. .

Manufacturer narrative:
Date sent to FDA: 8/16/2016. It was reported that following insertion the patient experienced mixed urinary incontinence, vaginal atrophy, and hematuria.